Manufacturer narrative:
No sample or lot number information has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that viscoelastic product was used in a cataract procedure in which the patient experienced corneal edema and temporally paralyzed endothelial function in the left eye for three months. No treatments were initiated for this event which reportedly resolved.